Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and detached at the lap joint section and the imaging core was coiled. Inspection of media provided by the site showed the reported events.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, kink was observed, and it was noted that the transducer was protruding from the catheter. It was thought that some pressure might have been applied to the monorail and the sheath got torn. The procedure was completed with another of same device. No patient complication was reported. Media provided by the client showed a sheath detachment and catheter twist.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, kink was observed and it was noted that the transducer was protruding from the catheter. It was thought that some pressure might have been applied to the monorail and the sheath got torn. The procedure was completed with another of same device. No patient complication was reported.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, kink was observed, and it was noted that the transducer was protruding from the catheter. It was thought that some pressure might have been applied to the monorail and the sheath got torn. The procedure was completed with another of same device. No patient complication was reported. It was further reported that as per media review of a picture provided by the client showed a sheath detachment and material twisted were noted with the device.